Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic appendectomy procedure, at first attempt to staple, one staple did not clamp, exposing each end of the staple. The surgeon had difficulty removing the staple but it was ultimately removed. No reinforcement material was used. There was poor staple formation. The staple line was incomplete in the center of the staple line.